Event description:
Report received from (B)(6) stating that the device had a defective locking mechanism. The device was not being used during surgery. It is unknown if there were injuries or medical intervention. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes. The device was evaluated and the problem was confirmed. If additional information is received, a supplemental report will be sent. Reference: (B)(4).